Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, e1, e2, e3, g4, h2, h3, h6 . Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 11-163680 28mm m2a hi carbon hd 651760, 15-105011 m2a tpr hi carbon 706360, item #: unknown unknown stem lot #: unknown. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01496. 0001825034 - 2020 - 01514.

Event description:
It was reported that the patient underwent a total hip replacement. The patient was revised ten years later due to suspicion of pseudotumor. No additional information is available.